Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a left upper lobectomy procedure, the stapler locked out. The device was fired once successfully prior to the lock out. After the second reload was fully fired the device locked out while on a pulmonary vessel. The device appeared to deploy all staples and return to the home position after the firing trigger was held and then released (at least partially returned). At first the device jaws were attempted to be opened using normal sequence of holding the closing handle and pushing the side tab forward. The device would not open. The reverse knife switch was then used and the jaws would still not open. After trying the above mentioned options multiple times, the manual override was used. The ratchet handle seemed to only move once and slightly. The jaws loosened and opened using the side tab. No abnormalities, staples, or clips were in the path of the knife blade. Stapes were deployed and the vessel was transected. The device was in an articulating position. Reload is present in the jaws. The device did fall on the floor after the incident. Another device was used and three reloads were used successfully, same lot numbers. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis found that one pve35a device was returned with no apparent damage and with one cartridge loaded in the device. The cartridge reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Please note that to open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed and opened as intended during testing. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.